Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that a rx pre-curved ercp cannula was used during a procedure performed one day prior. According to the complainant, a powdery, foreign material was noted at the guidewire port. The guidewire was not able to be inserted into the port. The procedure was completed with another rx pre-curved ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.